Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. Evaluators left the unit running for an hour, with the brightness on, then turned the unit off and on multiple times and could not duplicate the user¿s reported failure. Additionally, a non-olympus bulb was installed in the subject device and giving a reading of 200 hours. A new scope socket is recommended as the locking mechanism is not locking properly, though still covering the pins. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was displaying an e103 error code and the spare lamp was coming on instead of the main lamp. According to the initial reporter, he has attempted replacing both lamps and that was unsuccessful. Reportedly, turning the unit off and back on was enough to get the subject device functioning properly and complete the intended diagnostic procedure. Per the initial reporter, in addition to this specific event, this same failure mode on this device has occurred several times a day since (B)(6) of 2022. Report with patient identifier (B)(6) is being submitted to capture the initially reported event. A second, generic report to capture the unknown number of related events is being submitted under patient identifier (B)(6). There were no negative impacts to any patient reported as a result of these events.

Manufacturer narrative:
Corrected field: d8 (selection changed to yes). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported error code e103 (produced when the device fails to light up the clv lamp). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because a non-olympus lamp was used to replace the main lamp. The replacement lamp was causing the lamp light board fault to light up the main lamp (hence the generation of error e103). The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ olympus will continue to monitor field performance for this device.